Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally it was reported that a cartridge alarm occurred. Multiple attempts were made by tandem technical support to trouble shoot this issue, however no response was received. Customer¿s blood glucose level was 269 mg/dl

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.